Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection of the device found it to be in average condition with cracking observed on the top case near the tubing guides. A review of the device's event history log confirmed the reported error had occurred; however, the error could not be duplicated during functional testing as the device would begin a back-up audible alarm error during start-up. Inspection and testing of the device could not determine the root cause of the device error. As a preventative measure, the position potentiometer of the device was replaced. Additionally, the device mainboard was replaced due to the back-up audible alarm error that occurred during start-up. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
A report was received that stated the pump alarmed "check clutch/plunger lever." No patient injury or adverse event was reported.